Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by an abbott distributor (B)(4) who reported that, on (B)(6) 2011, the network downloader had a melted grommet at the connection for the martel printer. As a result the cable could not be disconnected from the network downloader. The delay in reporting to apoc came a result of the natural disaster in (B)(6). Based on the info available, there was no injury associated with the event.